Event description:
Patient stated one cart cap was broken. She requested 2 caps be sent. Unknown if patient missed a dose or experienced any adverse event. Unknown if patient still has broken cap on hand for return. No further information provided. Reported to (B)(6) by pt/caregiver.